Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the drill pin cold welded to the guide pointer, this is a very experienced surgeon with infinity, the guide upon removal of the drill pin showed signs of damage internally and would not allow a drill pin to pass cleanly through.

Event description:
It was reported that the drill pin cold welded to the guide pointer, this is a very experienced surgeon with infinity, the guide upon removal of the drill pin showed signs of damage internally and would not allow a drill pin to pass cleanly through.

Manufacturer narrative:
Correction- d4 lot#, d9 / h3, h6 (clinical code, health code, component code) the reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Although the root cause could not be determined, thru holes tend to experience wear from bending/insertion/extraction of pins/k-wires. This can result in galling between components. A review of the device history was not possible because a valid lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The instructions for use states: "surgical instruments and instrument cases are susceptible to damage from prolonged use, and through misuse or rough handling" and "end of functional life is normally determined by wear and damage due to use". No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. H3 other text : device disposition unknown.